Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient had no symptoms, and was diagnosed with fistula of the pacemaker pocket. There were no signs of local inflammation. The patient was hospitalized. Surgery of the pacemaker pocket and device replacement were done. An explant date was not provided.